Event description:
Durable lvads have a known risk of cerebrovascular accident (cva), and while it is not clear that this heartmate 3 lvad contributed to this cva, it is possible, and should be further investigated. Patient was implanted with a heartmate 3 lvad. Bedside rn assessed the patient neurologic status 2 days later and found pupil changes. CT scan of the head noted cerebral edema and evidence of "acute / early subacute embolic infarcts." Neurosurgery was consulted by the ICU intensivist team and determined that this was a catastrophic injury. Family made the informed decision to withdraw all supportive care. Patient passed away 5 hours later.